Event description:
It was reported that the patient fell over one year ago and lost stimulation coverage at that time and experienced less than 50% therapy relief in the low back. The patient did not see the manufacturer since the fall until the day of the report. Impedance testing and reprogramming were performed. Impedance testing showed high impedances of greater than 10000 on electrodes 0-7 and 10. The provider was going to be scheduling a lead revision in the future but the date was unknown. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).